Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the use after expiration to be related to the user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a proglide device with a 6f sheath after a diagnostic cardiac catheterization. Reportedly, after hemostasis was achieved with the proglide device it was noted that the device was past the expiration date. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.